Event description:
During valvulotomy, the surgeon felt a resistance when he attempted to push the green handles to actuate the blades. So, he removed the valvulotome from the patient's vessel. There was no harm to the patient because of this incident.

Manufacturer narrative:
We have received the complaint device for evaluation. When we attempted to flush the sheath of the valvulotome, we were unable to do so due to coagulated blood inside the lumen. When we pulled the green handle to close the centering hoops/blades, we observed that one of the blades was protruding out of its retainer slot and didn't seat properly. The distance of this retainer slot was measured to be within specification. At the closed configuration, the distance between the sheath and the retainer was measured to be within specification. We conduct 100% inspection of the blade assembly during the manufacturing process. Our quality control also samples these devices before final packaging to ensure proper blade adjustment. It is likely the blade or the centering hoop was damaged during the procedure influenced by the patient's anatomy/condition. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. There was no harm to the patient because of this incident.